Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
It was identified during previous cases that the screw is concomitant for this reported failure. If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
Surgeon stated that the screw went through the plate during screw insertion. The surgeon then removed the screw and implant, and used a new plate and screw from the set.

Event description:
Surgeon stated that the screw went through the plate during screw insertion. The surgeon then removed the screw and implant, and used a new plate and screw from the set.